Manufacturer narrative:
H.6. Investigation: bd received 1102 samples and one photo for investigation. The photo and samples were reviewed and the indicated failure mode for cap color variation was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of cap color variation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cap color variation . Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tube the shield/cap stopper is different color/shade or faded. This event occurred 102 times. The following information was provided by the initial reporter. The customer stated: "tubes are rejected by analysis instruments as cap color can´t be recognized due to severe discrepancy in cap color (tubes are automatically sorted in the lab by the colors of their caps and not by the staff).".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tube the shield/cap stopper is different color/shade or faded. This event occurred 102 times. The following information was provided by the initial reporter. The customer stated: "tubes are rejected by analysis instruments as cap color can´t be recognized due to severe discrepancy in cap color (tubes are automatically sorted in the lab by the colors of their caps and not by the staff)."